Event description:
It was reported to philips that the wireless footswitch lost connection with system. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the wireless footswitch and base station which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for a planned congenital and structural heart treatment, which was completed without delay by using the wired footswitch. The philips field service engineer assessed the system on-site and confirmed that the wireless trigger did not operate. After investigating, fse discovered that the battery indicator was green and the wi-fi light was red, confirming the connectivity issue. The cause of the wireless footswitch failure was identified as an internal connector issue; however, the cause of the base station failure could not be determined by the supplier's part analysis. However, the replacement of the wireless footswitch and base station by the fse has resolved the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.